Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis reported as "peritoneal infection". The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug (dose, route and frequency were not reported) to repeatedly flush the tubing. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.